Event description:
It was reported by the rn that the device was used for an unknown lung procedure. The device was stuck on lung tissue. The device was released from tissue. Case was ongoing at the time the call was terminated. Followup information: no pt, no tissue damage, broke device apart, gray fat button came flying off and the device released.

Manufacturer narrative:
(B)(4). Release button. The ec60a device was received for analysis with the release button broken and with an ecr60g cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The clamping mechanism was noted to be damaged; therefore, no functional test was performed. The device was disassembled to verify the internal components and the closure trigger was noted to be damage. One possible scenario for the release button and closure trigger top to become damaged is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.